Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status since january 10, 2025. Furthermore, the pacemaker´s memory content was analyzed indicating no anomalies, particularly the average current consumption was found to be as expected based on to the programmed parameters. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In summary, the pacemaker was fully functional. The battery condition was found to be normal and as expected for its service duration. The analysis did not reveal any sign of a material or manufacturing problem.